Event description:
Vascular access nurse was attempting an IV placement on a patient. During the retraction of the safety needle, the needle did not retract and ricochet causing a needle stick to the employee.